Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no display on liquid crystal display (lcd) occurred due to faulty quantum board. The cause of the faulty quantum board could not be identifed. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset high-definition lcd monitor to the olympus service center. Upon inspection and testing of the returned device, it was observed, the device did not have image. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, it was observed, the quantum board (qb) was faulty. Service replaced the qb board, and the unit resumed normal function. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.